Event description:
In 2009, the lay user/pt contacted lifescan alleging she was getting the messages "neb error" and "too soon error" on the one touch ultra link meter. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The pt said that the issue began about three weeks prior at an unk time. The pt said that about two weeks prior to calling lifescan her endocrinologist adjusted her insulin intake. The pt is currently on an insulin pump. The pt did not allege any symptoms or injury. This complaint is being reported because the issue was not resolved through troubleshooting. The product did not cause or contribute to injury because the pt did not allege any symptoms. The pt's doctor adjusted her management of diabetes, which is not intended to prevent an acute symptom.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.